Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire at distal clevis. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is primarily attributed to component failure. Conductor wire management issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the permanent cautery hook instrument would not make or maintain connection with cautery cord. The procedure was completed with no reported injury.